Manufacturer narrative:
A philips bench technician (brt) determined the failure to be the motherboard (mainboard) and it needed to be replaced. The bench technician replaced motherboard (mainboard) to solve the problem. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The manufacturing date for the reported device is prior to 24sept2016; so no UDI is required. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the fm20 fetal monitor that the audio emits no sound.the device was not in clinical use at the time of the event. No adverse event was reported.